Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was damaged. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/29/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump display screen was noted to have multiple scratches. During testing, the pump powered on with a dim and discolored display screen, the letters were noted to have a red hue.